Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown plates: mandible locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: this report is being filed after the review of the following journal article: manzie t., david m.c., and bobinskas a. (2021), return to normal diet following mandibular fractures ¿ how long is long enough?, british journal of oral and maxillofacial surgery, vol. 59 (xx), pages 1050¿1055 (australia). The aim of this prospective randomised study was to investigate the effect of various durations of diet modification on the incidence of postoperative complications following orif for management of a mandibular fractures. Between september 2018 and april 2020, a total of 146 patients (131 male and 15 female; age ranged from 18 to 83 years) were included in the study. Of these, 51 were allocated to the 2-week group, 46 were allocated to the 4-week group, while the remaining 49 were allocated to the 6-week group (patient guided return to normal diet). Patients were treated under general anaesthetic with the placement of depuy synthes matrix or combi hardware at the discretion of the treating consultant. The mean follow-up period was unknown. The following complications were reported as follows: 5 patients reported anaesthesia at the most recent outpatient appointment, 64 patients reported a hypoaesthesia/paraesthesia and 77 patients reported normal sensation. No patients had allodynia or dysaesthesia. 23 patients experienced at least one complication during follow-up. Complication occurrence was similar across the three groups, with 10 occurring in the 2-week and 6-week groups and 9 in the 4-week group. 5 of the patients (2 in 2-week, 2 in 4-week, and 1 in 6-week group) underwent enameloplasty 6 of the patients (1 in 2-week, 3 in 4-week, and 2 in 6-week group) underwent wound irrigation 18 of the patients (7 in 2-week, 4 in 4-week, and 7 in 6-week group) return to theatre for treatment. 4 of the patients requiring re-orif during the study period were non-compliant with the assigned dietary modification group. Of the 3 patients in the 2 week group that required a re-orif during the study period two were re-assaulted and the third reported never being compliant with diet modification in the postoperative period owing to being incarcerated. The remaining case that required a re-orif was for replacement of a fractured plate (also non-compliant with the dietary advice after being assigned to the 4 weeks of diet modification group). All patients that required re-orif during the study period were smokers prior to and following the initial fracture fixation. Following the replacement of the hardware, no further complications were identified. A copy of the literature article is being submitted with this medwatch. This report involves one unk - plates: mandible locking. This is report 2 of 2 for (B)(4).